Manufacturer narrative:
A complete lead was returned in two pieced. Insulation and conductor damage was noted at 19.5cm from the distal tip consistent with clavicle crush damage. The inner and outer insulation were fractured. All 3 filars of the inner coil were fractured. All 4 filars of the outer coil were fractured. This is consistent with the observation from the field of high pacing impedance.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation of the device, it was noted that the right atrial (ra) lead exhibited high pacing impedance. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.